Event description:
It was reported that allegedly after successful advancement and deployment of an ivc filter, imaging demonstrated the legs of the filter were twisted. In an effort to untwist the legs, the physician advanced a wire and tried pushing on them; however, the legs did not open. Therefore, the physician gained access through the jugular and using a snare device retrieved the filter without complications. Upon removal, the filter had a significant amount of clot on it. Prior to implant, a venacavagram demonstrated that there was not significant clot present within the ivc. A competitor's ivc filter was successfully implanted.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device has been returned for evaluation and the investigation is currently underway.